Manufacturer narrative:
(B)(4). Batch # u5e14x. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60b reload not loaded on the device. The reload was received fully fired and with damaged noted on the reload notches. This damage is consistent with an attempt to load the reload on the device. The returned reload unit cannot be forcibly installed into the channel, no functional test was performed as the reload could not be loaded acceptable into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Here is some additional information provided by the surgeon. Complete firing. Felt like normal firing when releasing was some sticking and malformed staples. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy the surgeon stated that "it acted like it did fire ok", but when the surgeon opened the stapler it stuck on the peri strip and had to be pulled off. Half of the staples were still in the load. The surgeon had to fire another load next to the peri strip medial to the original staple line. "The load seemed harder to load into the stapler. This was on the last fire and the procedure was completed with no patient consequences.